Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "capsular contracture baker grade iii" and "suspected/actual rupture/deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture baker grade iii and suspected/actual rupture/deflation. The reported event or events are physiological complications (capsular contracture baker grade iii), and device analysis typically does not help allergan determine the cause.